Event description:
Please describe the cause of death and circumstances surround mg the death: pt naa a biotrinik device and 3 boston scientific leads extracted. Extraction was difficult, as rv lead was dual coll and was stuck at the svc coil as well as the tip. Blood pressure remained stable after extraction. Miera was then implanted, no complications on that end, pt's blood pressure was stable. Patient also passed away post extraction. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).